Event description:
The target lesion was located in the lad. During the procedure, while attached with the indeflator, the user was unable to inflate the cypher select plus stent due to leakage at the hub area. The device was removed and a taxus stent was used to complete the procedure.

Manufacturer narrative:
This device crb 23275 (lot 14045695) is distributed outside the united states; however, it is similar to the united states product cxs 23275. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.